Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noted that it took too many turns to extend the helix of the pacing lead. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.